Event description:
It was reported that a bd plastipak¿ syringe did not have the millimeters demarcation.

Manufacturer narrative:
Investigation summary: batch history (DHR) analysis, maintenance records and quality notifications were performed and no deviation was found for this lot. No photos / samples were taken by the client for evaluation, it was not possible to carry out an investigation and determine the root cause for the incident. The production processes are validated according to the defined acceptance criteria. In this way it is not possible to confirm the complaint.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. Investigation conclusion: the photo sent by the customer was verified and it was possible observe scale marking missing. Root cause description: the probable cause for the defect is related to failure at printing system at the marking machine entrance, allowing the defect product flow of the process. Rationale: the operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that a bd plastipak¿ syringe did not have the millimeters demarcation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe did not have the millimeters demarcation.